Manufacturer narrative:
No lot information was provided. A review of production lots from the past 3 months (january 2019-march 2019) demonstrates that all tubing was manufactured to specification. No infusion volume was provided by the reporter to determine weather the infusion rate matches the flow rate per specification or wheather another product sku may have been used.

Event description:
During infusion of hizentra patiented experiened a fast infusion, nearly half the time as the previous three infusions with the same product. Nurse verified that all supplies are correct. Within 5 hours of infusion patient experieneced diarrhea, nausea, dizziness and was diaphoretic. Patient was managed at home and is doing better.